Manufacturer narrative:
(B)(4). D10: unknown m2a head 105214. G2: foreign: italy. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial unknown total hip replacement performed. Subsequently, it was reported the patient was revised due to pseudotumor with metallic debris nearly eighteen years post implantation. No further details or outcomes have been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial unknown total hip replacement performed. Subsequently, it was reported the patient was revised due to pseudotumor with metallic debris. The shell and head were explanted. An unknown liner, shell and head were implanted. An unknown stem was retained. No further details or outcomes have been provided. A definitive root cause cannot be determined. Based on the medical records, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.